Event description:
It was reported that the lead exhibited less than 200 ohms impedance. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the proximal insulation was cut and damaged at 24.8 cm from the connector pin, resulting in a short circuit between the distal and proximal coils.